Event description:
Surestep 12-step indwelling catheter kit incomplete from manufacturer assembly. Second time this week. This kit had 2 saline syringes instead of 1 saline and 1 lubricant. No lubricant present.